Event description:
User experienced discrepant calcium results running high. Total number of patient samples is unknown. One example was provided. Initial result was 11 mg/dl, repeat result after recalibration was 10.2 mg/dl. Customer did not report out the 11 mg/dl result. Patient was not treated on the initial result. The field service representative was unable to determine a cause, but noted he checked the analyzer. If additional information is received, appropriate notification will be provided.